Event description:
The following was reported to davol: surgeon reported that his pt developed a recurrence following hernia repair surgery with a bard perfix plug. The recurrence was repaired with the implant of another bard perfix plug and the pt again developed a recurrence at the site. As the issue resulted in the need for surgical intervention an MDR is filed to document this event. See MDR 1213643-2013-00267 for info related to the other bard perfix plug implant.

Manufacturer narrative:
In f/u discussion with his local rep it was noted that in both procedures the surgeon implanted the bard perfix plug but did not reinforce the repair with the flat pre-shaped onlay that is supplied with the device. The surgeon was made aware of the benefits of using the onlay to support the repair and based on that info he concluded that the problems experienced were not device related and then would provide no additional info. No product identifiers were provided and a device history review could not be completed. The device was not returned for eval.